Event description:
Physician was performing a focal argon procedure for macular edema. Physician was having a problem with the footswitch intermittently causing a slight delay in firing and had the hospitals bio-engineering department change to another footswitch. The new footswitch did not have a connection to the filter in the microscope, but neither the physician nor the bio-engineer realized that the footswitch was not a compatible device. The physician test fired, didn't detect any problem and continued the procedure at that the same power level he had been working at previously (1.5 watts, .10 duration). Because the footswich has not communicating with the sutter, the filters did not close the physician saw a bright green flash. He was dazzled by the flash, but it did not register to him what was happening and continued to fire the laser approx 18 more times before realizing he was being exposed to the refracted light. He then switched back to the original footswitch and completed the procedure. Other than initially seeing a number of after images the physician says he is experiencing no ill effects from the exposure.